Event description:
As reported by the initial reporter, "a fractured filter I removed today. This wires broken, no prior manipulation, one piece retained."

Event description:
Per medwatch report - "gunther ivcf found to be fractured. Filter removed with forceps but fragment of thin wire left in patient."